Manufacturer narrative:
A field service representative (fse) performed an on-site inspection of the opmi proergo surgical microscope system. He re-secured the binocular tube and eye pieces, onto the microscope head and rebalanced the system. All functions and controls were found to be operating properly. The fse also provided the clinical assistant professor and clinical associate professor with a demonstration of the operation of all functions and controls. The user manual instructs the user to perform the following safety measures before every use: "to prevent accessories from falling down, check before every use that accessories are securely locked in position and securing screws are firmly tightened." Site contact information: dr (B)(6), clinical assistant professor; (B)(6).

Event description:
It was reported that the assembly, consisting of the binocular tube and eye pieces, fell off while positioning an opmi proergo surgical microscope for a root canal procedure. The falling assembly contacted the patient's shoulder and landed in the healthcare provider's lap. Neither the patient, nor the healthcare provider required medical attention. The procedure was completed without incident, using a replacement microscope, after an approximately 8-10 minute delay.